Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. The lot number could not be obtained so a lot history record review could not be performed. Internal file number ¿ (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 was not allowing the tunnel to remain insufflated. The blue co2 luer valve was observed to be missing. A new kit was used to complete the procedure. There were no pt effects. The product was discarded.